Event description:
The user facility reported that hospital personnel were positioning their 5085 surgical table for a robotic procedure and commanded the table to unlock however, two of the four feet would not unlock. The user facility repositioned the robot and no injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
The table subject of the reported event is being returned for evaluation. The user facility will be receiving a replacement table. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris service technician inspected the unit and replaced the floor locks. The technician tested the unit and confirmed it was operating to specifications. However, the user facility stated the issue was still occurring intermittently. The user facility was provided a replacement table, and the table subject of the reported event was sent back to steris for evaluation. The reported event could not be duplicated by steris engineering. No issues have been reported by the facility pertaining to the replacement table.